Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 435 mg/dl. The customer was treated by bolus with the pump. Customer stated the sensor ws not reading to the insulin pump and he had to keep testing his blood glucose. The customer stated it was high due to too many carbs.